Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they having issues with the sensor reading turning off her basal rates. The customer¿s blood glucose level was 176 mg/dl, 192 mg/dl at the time of the incident. Sensor glucose value was 52 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.